Event description:
In 2008, the patient reported that she received the error 09 (technical inspection due) on her infusion device. She stated that she does not recall receiving the prior 8x (88, 86, 84, 82) alerts warning her that the infusion device would soon shut down. She stated that she is taking sleeping pills at night and it is possible that she may have silenced the alarms in her sleep. The patient does not have a backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.